Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. This supplemental is being filed as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.